Manufacturer narrative:
B2 outcomes attributed to adverse event, corrected data: initial report did not include indication that the event required intervention to prevent permanent impairment/damage. H4 evaluation codes, corrected data: initial report did not list code 4114 - device not returned.

Event description:
The vns generator underwent product analysis. The vns generator was evaluated for proper functionality and its ability to provide programmed output currents. The device output signal was monitored for 24 hours while the generator was placed in a simulated body temperature environment. The results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications no other relevant information has been received to date.

Event description:
The suspect product has been received for analysis. No other relevant information has been received to date.

Event description:
It was reported that asystole occurred upon performance of system diagnostics test during the implant procedure. The leads were re-positioned at the time of implant however the asystole persisted upon performance of the system diagnostics test. The surgery was not completed and the patient was not implanted. A review of device history records for the generator and lead showed that no unresolved non-conformance were found. No additional information has been received to date.